Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d6b. The explant date was corrected as the product was not removed from the patient. The baseplate was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dissociation of the glenosphere from the glenoid baseplate. Possible fracture of the superior glenoid rim as a result. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031378, versa-dial taper adaptor 25mm; lot#: 66732172. Item#: 110030778, +6mm lateral offset 40mm diameter glenosphere; lot#: 64630397. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on and unknown date and an initial revision surgery on and unknown date due to an unknown reason both with a competitor's products. On unknown. Subsequently, the patient was revised due to disassociation of the glenosphere approximately five (5) weeks post op from a recession surgery utilizing comprehensive and vrs components. It is not known what led to the event.